Manufacturer narrative:
Diopter: +23.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens torn in half. Piece of optic is torn off and missing. One loop haptic is torn off and stuck in cartridge. There was evidence of dry clear surgical residue on optic surface. There is no visible damage to the cartridge. Conclusions: inconclusive - investigation in process. (B)(4).

Event description:
The reporter indicated the surgeon used a aq2010v +23.00 diopter three piece silicone lens. The physician started to advance the lens in the injector when he noticed a scratch on the lens under the scope. The tip of the cartridge had patient contact, but the lens was not inserted into the eye. The lens remains in the cartridge. The cause of the scratch is unknown. Another lens, same model and size was implanted. There was no patient injury.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause scratch on the lens. Physician report does not indicate that any exceptional event or condition would have caused the complaint issue. Per medical review: reportedly, the surgeon observed a scratch on the 3-piece silicone iol during advancement through cartridge and decided to perform intraoperative lens exchange. No incision enlargement was reported. According to report, dated on (B)(6) 2016, another lens of same model was successfully implanted and the cause of the event was unknown. The same report stated that there was no patient injury. It should be noted that the surgery was very complex (pupilloplasty combined with synechialysis) and that patient was 55 years old. Per dfu indications: "the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction," and therefore, there is no sufficient safety and effectiveness data to support implantation in such patients. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).